Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2016 with the following findings: investigation revealed a crack in the battery compartment. The display was dim and discolored. Unrelated to these issues, evaluation revealed a capacitor failure leading to an inability of the internal clock to retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. In addition, a crack was observed in the pump casing near the upper right corner of the display. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/18/2016. Investigation revealed a crack in the battery compartment. The display was dim and discolored.